Event description:
Caller reported that pump quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level as values remained within the normal range. System check was offered to be performed by tandem technical support (tts); however, the customer declined at the time of report. Multiple attempts have been made by tts to troubleshoot the issue, but the customer has declined all attempts.